Event description:
A trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, upon initial inspection of device, device failed active exhalation verification. The technician recommended replacing the trilogy evo 3-way solenoid and proportional valve (aecm) to address the issue. Fco follow up repairs will be handled by a philips authorized service provider. A supplement report will be filed if additional information becomes available.